Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would not power on and had an electrical smell. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The power pca was received with missing and defective components in the power supply circuitry resulting in no power to the device. The components were replaced and the device operated as normal.